Event description:
It was reported that a malfunction alarm occurred. Reportedly, the malfunction alarm occurred after the pump was submerged in water. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 272 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.